Manufacturer narrative:
An allegation of a pump malfunction was reported. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The allegation of a pump malfunction could not be confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process product analysis could not confirm the reported events. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation of the pump component. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence:

Event description:
It was reported that the patient ams 700 cx preconnect pump was removed and replaced with a new component because the pump remained flat and filled the implant with difficulty.

Event description:
It was reported that the patient ams 700 cx preconnect pump was removed and replaced with a new component because the pump remained flat and filled the implant with difficulty.